Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer was hospitalized on (B)(6) 2019 with a blood glucose level of 975 mg/dl. The customer was treated with manual shots. Prior to their admission the customer stated that they felt disoriented. The customer mentioned that they had issues with their sensor glucose reading high and experiencing problems connecting to their meter. The customer was assisted with troubleshooting to resolve the problem regarding their meter successfully. The products are not coming back for analysis.